Event description:
Patient was revised was due to wound drainage and infection. Doi: (B)(6) 2021. Dor: (B)(6) 2021, unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.